Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was damaged; further described as ¿no bayonet on the white main body¿. This was identified by the nurse prior to patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device evaluation was completed. A visual inspection with naked eye noted missing indentations on the sleeve. The reported condition was verified. The cause of the condition was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.